Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent cartridge alarms (alarm 06) occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of these alarms. Additionally, it was reported that intermittent cartridges were leaking at the septum. Reportedly, the cartridge was changed to address the issue. There was no adverse impact to customer¿s blood glucose level.